Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported the patient underwent exploratory surgery on (B)(6) 2026 where it was found the patient's lead and extension exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead and extension were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.